Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed ¿connect cgm or enter bg¿ and ¿dosing stops soon¿ after the user had disconnected the system for an MRI, later reconnected, and started a new dexcom g6 sensor while still in warmup; a fingerstick showed 354 mg/dl, and dosing resumed based on the entered value with education provided on proper use. Symptoms included sleepiness associated with hyperglycemia reported. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with the device component identified as the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.